Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who reported that "I was entering a bathroom going over a small threshold when the front wheel of my walker broke off and I fell and broke left elbow." Surgery was not an option because of unrelated medical conditions. The end user reports now using ibuprofen to manage her elbow pain. Drive made multiple attempts to retrieve the unit for evaluation, with no response. Drive will file an update if additional information becomes available.